Manufacturer narrative:
(B)(4). Failure mode "foreign material-unknown white material" could be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determine the root cause & corrective actions. DHR investigation did not show issues related to the complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "after intubation, nurse found plastic scraps inside of tube when she was trying to extract sputum. The patient's saturations remained 92~93% due to surgery requirement. There was no reported patient harm from the incident."